Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side rupture, malposition and capsular contracture baker grade iii. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, underweight. A microscopic analysis was performed which identified; an extended striated opening on radius side. Based on the device analysis the final assessment is: - a striated opening assessed as surgical damage.

Event description:
Healthcare professional reported left side rupture, malposition and capsular contracture baker grade iii. The device has been replaced.